Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device leaking air was not confirmed. Therefore, an assignable root cause was not determined. However, the hose rupturing and the device running in locked position, identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI:(B)(4).

Event description:
It was reported that during cleaning, it was observed that the motor of the motor device was leaking air, and the handle needed repairs. During in-house engineering evaluation, it was observed that the device ran in locked position and the hose was ruptured. It was further determined that the device had cosmetic damage and insufficient/low power. It was further determined that the device failed pretest for visual assessment, hose assessment, safety assessment and rotational speed assessment. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.